Event description:
Related manufacturer reference number: 2017865-2023-94821 it was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, before completing a deflection test, the lp prematurely separated from the delivery catheter. The lp was successfully retrieved without issue. The patient was stable. Further information was requested but not yet received.

Event description:
New information received indicated the leadless pacemaker (lp) was attached to the myocardium when the premature separation occurred. Despite remaining fixated to the tissue, loss of capture was noted at max output so the lp was removed without issue. No new implant was completed. The patient was stable.